Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post paced t wave oversensing was observed in clinic during a follow up. The oversensing was noted on a stored egm. Programming changes were made to the device.